Event description:
It was reported that "the surgeon inserted 11 screws as part of a posterior thoracolumbar fusion and final tightened the rods to the screws. After final xray, he decided to take out a 7.5mm x 40mm xia 3 titanium polyaxial screw to reposition it. After removing the blocker, he used the standard xia 3 polyaxial screwdriver to remove the screw but the tulip head broke off of the screw upon removal. The broken screw was removed and the same size replacement screw was inserted."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.